Manufacturer narrative:
Batch review performed on 01 march 2021: lot 153606: (B)(4) items manufactured and released on 23-sep-2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported since 2017. Another devices involved: batch review performed on 01 march 2021: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115). Lot. 154923: (B)(4) items manufactured and released on 09-dec-2015. Expiration date: 2020-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported since 2017. Batch review performed on 01 march 2021: liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265)lot. 152688: (B)(4) items manufactured and released on 08-sep-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported since 2017.

Event description:
The patient came in reporting pain 4 years 11 months after the primary and the cause of the pain is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.